Event description:
It was reported that the palacos (power) package was opened incorrectly and was contaminated prior to entering sterile field. There was no harm or delay reported, and procedure completed with an alternate device.

Manufacturer narrative:
The device was not returned to the MFR, as the customer had discarded the package. A f/u medwatch will be submitted once the investigation is complete.